Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted no stored related events. Functional tests included delivery accuracy testing. The delivery accuracy tests found the pump to be within the published specification of +/-6%. The pump's expulsor was trimmed in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump over delivered by +9.90%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.